Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: "before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the lid being contacted with a scope when it was closed and/or something hard hit the lid.

Manufacturer narrative:
Olympus field service engineer (fse) was dispatched to the user facility to evaluate the oer-pro. Fse confirmed the lid is damaged and requires replacement. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported the lid of the unit is broken. Per the customer, there was no patient involvement. Additional information is unavailable at this time.